Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited a shocking impedance measurement greater than 125 ohms. There was no noted fluoroscopic evidence of lead damage or a device anomaly that would cause the out of range impedance. A revision procedure was performed and the system was removed from service. The physician stated that the device had started eroding through the skin. No additional adverse patient effects were reported.